Manufacturer narrative:
Please reference the following related medwatch #¿s: 1822565-2015-02343, 1822565-2015-02371, 1822565-2015-02368, 1822565-2015-02369. The tibial component from lot 95006443 was returned unopened in its original packaging. Cmm inspection of the returned tibial components identified that the dovetail cross sections were undersized. Review of the device history records for the custom tibial components identified no deviations or anomalies. These devices are used for treatment. Corrective and preventive action investigation determined that the locking dovetail feature of the custom tibial components was manufactured incorrectly; however, the components were accepted as they passed trial fit required per procedure. It was identified that the current custom process does not include quality engineering identification of inspection requirements and methods for critical design features. The applicable procedures are being updated to include quality engineering in review and signoff of manufacturing prints and an inspection criteria form is being created to document the methods used to inspect critical design features.

Event description:
It is reported that after implantation, the tibial articulating surface appeared loose in the mating tibial prosthesis.